Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova (B)(4) requested the complained unit for further investigation. No deviations have been detected. The reported event could not be confirmed and a root cause not identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error code during setup. There was no patient involvement.